Event description:
Boston scientific crm received information that during a device change out procedure, as the physician took the device out of the pocket and unhooked the leads, it was noted that the header felt loose and not secure. The physician also noted that there was a small piece of metal found in the pocket, the physician thought it was left in there by mistake at the original implant. The device was explanted and successfully replaced and the leads were reused with the new device.to date, there have been no adverse patient , or loss of therapy reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this event will be updated.

Event description:
Boston scientific crm received information that during a device change out procedure, as the physician took the device out of the pocket and unhooked the leads, it was noted that the header felt loose and not secure. The physician also noted that there was a small piece of metal found in the pocket, the physician thought it was left in there by mistake at the original implant. The device was explanted and successfully replaced and the leads were reused with the new device. To date, there have been no adverse patient, or loss of therapy reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory initial testing noted normal telemetry operation and a hex dump was performed. Normal interrogation was noted with the zoom programmer. No hardware resets were logged. The device paced and sensed normally both chambers in both unipolar and bipolar lead configuration.forced lead impedance measurements were performed. Normal values were noted both chambers. The device header was manipulated while egm's were monitored in both unipolar and bipolar lead configurations. No pauses in pacing were noted. Visual inspection did confirm the loose header. Visual inspection did not note any missing metal on the device. Real time x-ray noted no irregularities with the feed thru wires, terminal block connections or jumper chips to hybrid connections.detailed testing noted that the device paced and sensed normally both chambers. No fractured feed thru wire were noted however the header was loose and the ma was not bonded to the pg casing.